Manufacturer narrative:
Reported event was confirmed by review of medical records received. Revision of shaft w/explantation of cementless g7 cup and implantation of cementless screw-fixed tm cup and cemented avantage cup. Intraoperatively, noted thin base of acetabulum with slight bony defect. Clear offset increase with cup seated significantly further outwards and caudally which is why the tm cup multi-hole fixation is used with 4 screws. Cemented 44 advantage cup in 35 degrees inclination and 15 anteversion. Pre revision x-ray review confirmed the patient experienced dislocation. The abduction angle of the cup was measured as 51 degrees and could possible contribute to the dislocation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown acetabular liner, pn unknown, ln unknown. Unknown stem, pn unknown, ln unknown. Unknown head, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00059. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had underwent a revision surgery due to unknown reasons approximately 2 years after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: 10 deg arcomxl liner 32mm d, pn 010000770 ln 3199692. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00102-1.

Event description:
It was reported that a patient had underwent a revision surgery due to dislocation approximately 2 years after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of op notes which confirmed that the patient was revised due to dislocation. Also x-ray review confirmed the patient experienced dislocation as well as malpositioning of the cup. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.